Event description:
It was reported, that the patient presented to the emergency room experiencing chest pains. It was noted, that the right ventricular lead was causing pain near the clavicle. The physician attempted to reposition the lead, but could not get the helix to come out. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued, consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and the helix being clogged with blood/ tissue.